Manufacturer narrative:
(B)(4). The device was manufactured may 11, 2015 ¿ may 13, 2015. The device was received for evaluation. Visual inspection revealed a white particle approximately 0.40 square mm in size, floating in the fluid of the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had white floating particulate matter. The device was compounded with meropenem. There was no patient involvement. No additional information is available.